Event description:
It was reported that the 9600 system would not boot up, then had a stator not on error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power motor relay was replaced during the service call. The system was tested and found to be working as intended, and put back into service.